Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time it is pending return. A review of the device history record (DHR) for the reported lot number is currently in process. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 261 ml. Flow rate: 5ml/hr. Procedure: unk-anp. Cathplace: unk-anp. It was reported by a pharmacist that an incident of fast flow occurred during the use of a c-series homepump. The device finished infusion approximately 5 hours earlier than expected. The expected infusion time was 46 hours.